Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. D4: only di provided as lot number is unknown.

Event description:
The event involved a chemoclave® bag spike where it was reported that upon receiving the first bag of cyclophosphamide in a 250ml bag of ns, 20 mins into the infusion, the bag had small bubbles coming out of the chemo spike. The drug was removed and placed in a chemo bag and taken back to pharmacy, reported pharmacy the amount of drug infused. There was no drug leaked on the floor or the patient. Per md team, md wanted the remainder of the dose not given to be mixed again and given to the patient. Pharmacy was notified. The second bag of cyclophosphamide came in a 500ml bag of d5w, the patient received the drug with no further issues. There was patient involvement and no patient harm as there was no chemo exposure to patient.